Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and customer changed out pump supplies. Customer's blood glucose (bg) was 344 mg/dl with high ketones and vomiting. The customer was hospitalized. Blood work, urinalysis and ultrasound were performed. Customer was given nausea medication to take home. No other treatment was reported. Symptoms improved and customer was discharged the same day with the issue resolved and no permanent damage.